Manufacturer narrative:
The retention samples and actual product used in this incident were tested for adhesive strength test and results were found to be within specs. Evaluation: the actual device involved in this incident and the retain samples underwent adhesive strength testing. The results indicated that the product was within specs. Below are summaries of the evaluations.

Event description:
In october 2007, a doctor reported that a zirconia oxide crown bonded with nexus 3, detached from the prepared tooth two hours after cementation.